Event description:
Same case as MFR#: 2134265-2010-04381. (B)(4). It was reported that post a stenting treatment procedure in stent restenosis occurred. In (B)(6) 2009, the patient presented with acute coronary syndrome and a non st elevation myocardial infarction. The index procedure treated three lesions. A 2.5x18mm promus stent located in the obtuse marginal branch, a 2.75x38mm taxus liberte stent located in the proximal left anterior descending artery and a 2.5x16mm taxus liberte stent located in the mid left anterior descending artery. Post procedure angiography revealed 0% residual stenosis and timi flow3. The patient received a peri-procedural loading dose of prasugrel 60mg. The following day, the patient was discharged and started on prasugrel 10mg dosage and 325 mg aspirin. In (B)(6) 2010, the patient was experiencing anginal symptoms and was referred for cardiac catheterization. An 80-90% in stent restenosis was identified in the left anterior descending artery. A percutaneous transluminal coronary angioplasty was performed with the placement of a 3.0x12mm promus stent. The outcome was "recovered/resolved." The patient was discharged the next day.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: as the unit has not been returned, the complaint investigation site could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).